Manufacturer narrative:
The customer reported v4 signal loss of 12-lead ECG. Philips resolved the issue by replacing the ECG leads trunk cable.

Event description:
The customer reported v4 signal loss of 12-lead ECG.